Event description:
It was reported that a part of the conductor link had migrated into the radical cavity. According to the surgeon the reason for the migration was the growth of new tissue that moved the conductor link away from its original position. The functionality of the implant, as well as of the external parts was normal. The pt was re-implanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.